Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
PMA/510(k): 2900- this device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (pmap860057/s001). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number was not provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 21mm pericardial aortic valve, implanted for approximately 12 years, underwent a valve-in-valve procedure due to valve degeneration. The tavi procedure was performed successfully and no perivalvular leakage was observed on post-operation.